Event description:
A report was received that the patient was experiencing increased pain at the pocket site. The physician administered trigger point injections around the area and the patient¿s pain subsided.